Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic laser system the laser energy was low on port two, the procedure was performed with port one. Procedure details and patient impact have not been provided. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative (while on site) was able to replicate the issue and recommended replacing the core module. Follow ups regarding replacement of the core module did not yield any additional information. Therefore, based on the information obtained, the root cause of the reported event is inconclusive as the core module has not yet been replaced. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive as the core module has not yet been replaced. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).